Event description:
It was reported that the patient has a "frayed wire" and that it would be monitored. According to additional information from the field representative, the right atrial (ra) lead showed noise on bipolar mode with impedance greater than 3000 ohms. It was reprogrammed to unipolar with normal measurements and will continue to be monitored with current settings. No adverse patient effects were reported.